Event description:
The abbott freestyle libre 3 sensor I wore was giving several low glucose readings in error. When checking glucose by my sticking finger, the readings were approximately 20 points higher than the wearable freestyle libre 3 sensor. This caused numerous low glucose alarms during nights causing me to return to physician, change medications when there was no need to as the abbott freestyle libre 3 was in error.